Event description:
Due to placement errors, the site extended the active wire three times before delivering a full treatment on the fourth active wire extension. User had forgotten to account for the 4mm margin, so ended up delivering a dosage of 690cgy before remembering how to place the wire correctly. They then delivered the full treatment of 2000cgy in addition to the 690cgy.